Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2004, patient underwent following procedure: application of tongs and cervical traction with a posterior cervical re-exploration with lysis of epidural adhesions, and a bilateral laminectomy of c3 as well as c7 with a posterolateral effusion from c3 through t2 with bilateral segmental instrumentation and laminectomized mode autographed as well as rhbmp-2. This was done using intraoperative spinal cord monitoring. Pre-op and post-op diagnosis: cervical spondylosis with a mild myelopathy and a post-laminectomy cervical kyphosis for swan-neck deformity with gross spinal instability as documented at c3-4 and c4-5 with post-laminectomy instability. As per op notes: ".. The lamina and spinous process from c2 and c7 as well as the top of t1 were morsellized and placed laterally as well as collagen sponge and bone morphogenic protein with hydroxy appetite were rolled into tubular grafts, which were placed posterolaterally.. No complications were reported." Patient alleges unspecified injury due to the use of rhbmp-2

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.